Manufacturer narrative:
B3 date of event is estimated. The device was returned for analysis. The reported needle to cuff miss and break were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability, and/or maintain correct angle of insertion of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.g2 report source.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Only one proglide device was used for the venotomy and when the plunger was removed, no suture was attached to the needles. A new proglide device was used to achieve hemostasis. Return device analysis revealed the guide was broken, but held together by the actuator wire. Follow-up with the account confirmed that the separation occurred during the procedure. No additional information was provided.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using three proglide devices after a electrophysiology procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles with three proglide devices. An additional proglide device was used to achieve hemostasis. A femoral angiogram was not taken. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional vessel closure devices with the same reported issue referenced are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.